Event description:
While the pt was undergoing surgery for bilateral non-obstructing kidney stones. A laser wire was being used in the left kidney when the tip broke off. The surgeon tried to retrieve the tip but couldn't, so he had to leave it but assumes it will pass through the ureter without complication. Dates of use: (B)(6) 2018. Diagnosis or reason for use: used during renal surgery for non-obstructing renal stones.